Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient died on unknown date. No additional information provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and anterior/posterior wall defect. It was reported that following insertion the patient experienced infection, recurrence, bleeding and dyspareunia. It was reported that the patient underwent suturing of vaginal cuff bleeder on (B)(6) 2005 due to post-op vaginal bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2006 and on (B)(6) 2007 due to pain and erosion. (B)(4).

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced frequency, incontinence and vaginal discharge.

Event description:
Details: it has been reported that following insertion the patient experienced frequency, incontinence and vaginal discharge.